Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient lost their recharger during a move and couldn't recharge. The patient couldn't recharge due to their lost recharger so their device went into overdischarge. The rep performed a device reset today for 60 minute and wen to clear it and it went directly to end of service (eos). The issue was not resolved at the time of the report. The patient is going to discuss replacement options with their physician. No further complications were reported. No patient symptoms were reported.

Event description:
Additional information was reported that the cause of the patient's eos was due to having other device resets. It is unknown what will be done to resolve the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.